Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the number "4" and "scan" keys were not functioning. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's number 4 key and the second part key of the 2nd row (scan) were not functioning. No additional information is available.